Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the reported battery failure to hold a charge issue. Performance testing was not able to reproduce the battery issue and revealed that the battery charged normally. The investigation determined that the battery failure to hold a charge issue was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery was not retaining charge after it was disconnected from the main power supply. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery was not retaining charge after it was disconnected from the main power supply. There was no patient injury reported as a result of this incident.